Event description:
It was reported that the user¿s ilet entered bg run mode due to a nonworking sensor, after which the user could not announce a meal even when manually entering a blood glucose value, and the device was not dosing. Symptoms included absence of automated insulin delivery. Outcomes included interruption of therapy without reported injury or hospitalization. Investigation included remote troubleshooting and user education to confirm manual bg entry and assess meal announcement functionality while in bg run. Investigation of this case revealed expected device behavior in bg run where meal announcements are disabled and dosing is suspended when a valid cgm signal is unavailable. It was concluded, based on previously established findings for similar reports, that t0he cause was use conditions consistent with device design and instructions for bg run mode.